Manufacturer narrative:
Terumo did not receive the actual device for evaluation; however, there have been previous confirmed reports of this nature for the female luer. Terumo has revised the specification and has replaced the 1/8" female luer with a 3/16" female luer. The device history record did not indicate any production related problems. All available information has been placed on file in quality management for appropriate tracking, trending and follow up. (B)(4).

Event description:
The user facility reported to terumo cardiovascular that during cardiovascular bypass surgery, (B)(4) in custom tubing pack leaks at the connection point where the tubing meets the connector. The product was not changed out and the surgery was completed successfully.